Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas, questioning the accuracy of insulin delivery on the onetouch ping pump. The patient¿s blood glucose reading is in the 300 mg/dl range for a week while he is on insulin pump therapy. The site and infusion set have been changed 3 times. The patient did not have any illness at the time of concern. The basal segment and advance features are programmed as intended. There is no product misuse. There were two bolus dose cancelled during the week in question. The total daily doses correctly added up. The alleged inaccurate insulin delivery issue could not be resolved with troubleshooting. This complaint is being reported due to the alleged inaccurate delivery issue. There is no evidence the patient suffered a serious injury since the patient did not have any symptoms and did not require any medical intervention.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/02/2013 with the following findings: a review of the pump¿s history showed that the last basal delivery and last bolus were recorded on (B)(6) 2013. There were no alarms related to the complaint in the history, only typical usage was observed. The total daily doses added up correctly to reflect the user¿s programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. No alarms occurred during testing. Unrelated to the complaint, the display screen was found to be dim and discolored. A test display was installed and displayed properly. Additionally, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed.